Event description:
Dr. (B)(6) is an optometrist in (B)(6) who is using an electrical stimulation device to treat patients for age-related macular degeneration. I looked online and this device isn't approved by the FDA, and was concerned that she is wanting to use electrical current on my father's eyes and charge him hundreds of dollars to do so. I hope this can be looked into before she harms someone or just takes poor elderly people's money for a 'treatment' that isn't approved and doesn't do anything for them. When I asked for more information about the treatment she was really defensive.